Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. The 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation but the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. The 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation but the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure. When the balloon was inflated, fluid leaked from the distal end of the balloon. Microscopic examination revealed that there was a pinhole in the balloon material at the distal edge of the distal markerband. The markerband was inspected and there was no damage or irregularities. Product analysis confirmed the reported event as there was a hole in the balloon.